Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. It was reported that the device began working after being resynched. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the sales rep, a microsensor failed to register approximately 20 minutes after patient was moved out of or. Later in the day the sensor was resynced and operated as normal. User error suspected. There were no reports of delay or patient harm.